Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. Pump error 75 confirmed in device history file, problem isolated to internal lithium battery not plugged in properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero pump error alarm. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.